Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, after the sutures were deployed and the foot was parked, during device removal, the sutures pulled out of the anatomy. The proglide was rewired and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.